Manufacturer narrative:
The explanted device was not returned for analysis due to being discarded by the medical facility.

Event description:
It was reported that the patient's pain had returned to baseline. The patient had an x-ray which showed that the spacer migrated to the right of the l4 spinous process. The patient underwent an explant procedure where the spacer was removed and replaced with a larger size. The patient is expected to fully recover.